Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025 during the night. The site of detachment was cartridge. The infusion set was in use for one day. The patient reconnected tubing and resumed insulin. No further information available.